Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clerk reported via phone call that the customer was hospitalized due to high blood glucose. The clerk also reported that the o-rings were loose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer stated that they treated her high blood glucose with the insulin pump. The clerk reported that the customer was vomiting. The insulin pump will not be returned for analysis.